Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was unknown. During troubleshooting, insulin exited with manual prime. Customer was advised the issue was resolved by a reservoir change. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.